Event description:
I received a biomet vanguard system total knee replacement 7 years ago. It has not been right since it was installed. It has always been stiff and achy. There were bleeding issues even after it healed. A few weeks ago I was sitting down and moved my leg when I heard a snap, accompanied with pain. Now there is increased pain, aching, it feels unstable, and the knee is swollen.